Event description:
It was reported that the procedure was to treat a left renal artery with severe angulation. The 6.0x15mm rx herculink elite stent was advanced; however, when attempting to deploy the stent failed to deploy. The device was removed and the stent was crimped on the delivery catheter. The procedure was completed with balloon angioplasty. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported activation failure including expansion failures could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.